Event description:
On (B)(6) 2023, patient's omnipod 5 gave 3 phantom boluses between 3:03 pm and 3:33 pm. The device was located in the patient's diabetes care bag, and patient was with his family. No one had touched the device. The total dose was 17.2 units. Family was alerted to dropping blood sugars by his continuous glucometer. They pulled his omnipod device out of his bag and saw the 3 boluses that were erroneously delivered. Mother was able to keep the patient euglycemic by administering large volumes of juice and sweet drinks.